Event description:
The customer reported that the device would unexpectedly shutdown.

Manufacturer narrative:
The customer reported that the device would unexpectedly shutdown. Philips evaluated the device, and resolved the issue by replacing the processor pca.